Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the last 2 times the ins ran out of electricity the ins shocked them when the ins got rebooted. The caller stated the ins shocked them two time and it made the patient scream. There were no further complications reported.